Event description:
The facility reported an infusion pump with a failure code 810:11. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative did not have information regarding reports of any pt incident involving this pump since the last baxter service event. No additional info available.

Manufacturer narrative:
This device will not be returned for eval. The device was repaired at the customer's facility by a baxter field service engineer. A 2-year review of the complaint history reveals no other reports have been received for this serial number for the reported issue.